Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm and physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.